Manufacturer narrative:
There are 7 investigations completed during this period. Breakdown of 7 investigations with respective serial numbers are as follows: (B)(6), haptic detached,lens damaged; (B)(6), no product returned; (B)(6), no product returned; (B)(6), no product returned; (B)(6), no product returned; (B)(6), lens cut, haptic damaged,haptic detached; (B)(6), no product returned. The investigations concluded, that product met manufacturing release criteria. And no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted

Manufacturer narrative:
Additional information: breakdown of 16 events is as follows: haptic damaged 6; haptic detached 4; iol torn 1; lens damaged 5. Serial number of suspect product: (B)(4). 10 investigation were completed, and 7 investigations are pending from this period. Breakdown of 10 completed investigations: haptic damaged: 1 lens cut, haptic damaged: 1. Lens cut, haptic detached: 1. No product returned: 7. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed.

Event description:
This report summarizes <noe> 16 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.